Manufacturer narrative:
Analysis was performed on the returned device. The reported plunger mechanical jam could not be confirmed due to device condition (bent guide tube). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6 -medical device problem code 1142 was removed.

Event description:
Subsequent to the initially filed report, additional information was obtained: one of the proglide devices ((B)(6)) was returned with the link deployed; however, the plunger/needles were in the pre-deployed position. Follow-up with the account confirmed for this device, that the initially reported failure "the suture did not work" means that the step 2 [plunger deployment] was unable to be completed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the femoral artery was attempted using two proglide devices relative to an unspecified interventional procedure. Reportedly, the sutures did not work with either proglide device [cuff miss / suture-retrieval issue]. The sutures of three additional proglide devices were successfully used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.